Event description:
It was reported that two endeavor stents were implanted in the mid-lad (one 3.0 x 30 mm stent and one 2.5 x 18 mm stent) ref MDR 2953200-2008-00291. On the same day as implant, the pt suffered an acute non-stemi (anterior infarction). It was reported that the target lesion was involved and that the event was related to the stent. It was reported that the 1st diagonal vessel became occluded by the lad stent. The investigator assessed the event as a non q-wave mi. Please note that this model number is not distributed in the united states.

Manufacturer narrative:
Results: myocardial infarction, occlusion. Lack of info. Conclusion: lack of info.